Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to verify and duplicate the reported problem. It was determined that the use of non-original equipment manufacturer worm gear, plunger tube and potentiometer are used and that caused the error. The worm gear, plunger tube and potentiometer were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation including root cause analysis is in progress.

Event description:
It was reported that the device displayed, check plunger clutch lever alarm. There was no patient involvement.